Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 83 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported in a recent follow-up that the contralateral limb had an inadequate overlap of 1.5- 2 cm which caused it to move distally creating a type 3 endoleak. This resulted in aneurysm expansion from 5.5- 8cm. The remaining stent graft components also did not have adequate overlap. The contralateral side was relined with an iliac limb to successfully bridge the gap between the contralateral gate and the contralateral iliac limb as well distally extend to include another iliac limb which also had minimal overlap. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: endoleak, inadequate overlap between stent graft components. Conclusions: inadequate overlap between stent graft components. (Required secondary intervention).